Event description:
A nurse mgr reported that during cataract surgery, there were "important variations of anterior chamber, and aspiration stopped during phacoemulsification." "Harm" was reported, but specifics were not provided. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).